Manufacturer narrative:
The microcatheter was not returned for analysis. Attempts have been made to obtain additional information, however, our attempts were unsuccessful. Based on the reported information, the report of entrapment and separation could not be confirmed and the cause could not be determined. There is no evidence suggesting that the microcatheter was defective, but rather a procedure related event. Angioarchitecture, vasospasm, excess embolic material reflux, long catheter dwell time, or prolonged injection time may result in difficult catheter removal and potential entrapment. All products are 100% inspected for damages and irregularities during manufacture. Per the our embolic material instructions for use (IFU): do not allow more than 1 cm of material to reflux back over catheter tip. Difficult catheter removal or catheter entrapment may be caused by one or more of the following factors: long catheterization time; angio-architecture: very distal arteriovenous malformation fed by afferent, lengthened, small, or tortuous pedicles; vasospasm; reflux; injection time. To reduce the risk of catheter entrapment, carefully select catheter placement and manage reflux to minimize the factors listed above. Unknown what catheter was being used when the reported event occurred. It may have been a flow rider or ultraflow microcatheter. Linked events: 2029214-2017-00836 2029214-2017-00837 and 2029214-2017-00839.

Event description:
Citation: ¿nidal embolization of brain arteriovenous malformations using onyx in 94 patients¿ c. Mounayer, n.hammami, m. Piotin, l. Spelle, g. Benndorf, I. Kessler, j. Moret. Ajnr am j neuroradiol. 2007 mar;28(3):518-23. Medtronic received report that 51 men and 43 women (age range 7 to 59 years old). Onyx was used in 138 procedures, either alone (n=88) or in combination with n-bca (n =50). Trapping of the catheter tip occurred during 4 embolizations using onyx, without clinical consequences. In 3 of these cases, the microcatheter was broken, and in the other, it was intentionally left in place because of the long injection time and the length of the reflux. All of them broke when we pulled the microcatheter out of the feeding pedicle which had been catheterized. No clinical side effects occurred. Distal rupture of the arterial feeder during catheterization occurred in 5 patients. The rupture was angiographically apparent during the procedure and the rupture site was immediately occluded with n-bca without clinical sequelae.